Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821, lot number: unknown h6: multiple annex a codes were coded for this event. A05 was for the bump and temperature statuses faulting. A1102 was coded for the "localizer faulted" error. H3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system displayed "localizer faulted". The camera cart was switched out, and the issue was resolved. The manufacturer representative (rep) accessed the ndi toolbox and found both the bump and temperature statuses were faulted. The ndi logs reported the bump and temperature statuses were triggered at the same time on "dec 31, 1969".  Suspected issue with camera bump detector battery. There was no patient involvement.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the camera was replaced. Codes b01, c07, and d02 apply. The camera, lot no p900355, was returned and analyzed. The returned positioning sensor unit (psu) had nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.